Event description:
The pt received an scs system on (B)(6) 2007. It was reported that the pt's system is not working. The charging system cannot locate the ipg. A spacer was added between the antenna and ipg site to no avail. A replacement charger with spacer kit was sent to the rep. A meeting is planned between the pt and the rep. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.